Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).

Event description:
The customer contact reported a nondelivery. The tubing set was to be used to deliver an unspecified concentration of integrilin via a symbiq pump. During priming, the tubing set was connected to a gas medication container and reportedly the tubing set would not prime. After an unspecified length of time, the staff noted that the vent was closed on the tubing set. It was reported that there was a one hour delay in starting the therapy. There were no reported adverse patient effects. No medical interventions were reported. Subsequent to the event, it was reported the nursing staff was retrained on the need to open the vent on the tubing set when delivering solution from a glass bottle. Though requested, no additional information was provided including if the therapy was started using a replacement device.